Manufacturer narrative:
(B)(4). The cause was determined to be an inadequate weld of the volume indicator to the port was insufficient to create a seal. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the sample was received for evaluation. Visual inspection of the received unit identified fluid inside of the housing. A functional leak test was performed, which identified a leak at the welded area of the volume indicator port located inside the infusor housing. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13n050 was manufactured between december 19, 2013 ¿ december 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked during filling. There was no patient involvement. No additional information is available.